Manufacturer narrative:
No injector (unspecified product) was returned for evaluation for the lens being damaged by the injector; therefore, the condition of the product could not be verified. No injector lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because an injector sample was not returned and no lot information was provided, the root cause for the customer complaint issue cannot be determined. (B)(4).

Event description:
A health professional reported that during a cataract extraction with intraocular lens (iol) implant procedure, the injector cut the lens leg. The lens was exchanged during the initial procedure. The patient did not experience any harm. Additional information was requested.

Manufacturer narrative:
Additional and corrected information provided. The decision to report was based on the product information initially provided resulting in the initial report being submitted. Had the correct product information been provided, the initial report would not have been submitted. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided that the suspect product, an injector, is the product of a different manufacturer.